Event description:
Follow up information indicated the patient had therapy restored post-operatively and had good coverage.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went too long without charging the ipg and the charger could not locate the ipg. A company representative reported the ipg as inoperable. Surgical intervention was taken to replace the ipg.